Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4) housing was cracked with internal wiring protruding from the bottom right side of the unit. The hanger was bent as well. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: tw# (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. The power knob is in place and appeared intact. It was observed that the right bottom corner is cracked open, slightly exposing the inner parts. A small crack was also observed below the right receptacle. It was also observed that the wire hanger on top of the device is slightly bent. Based on the returned condition of the device, the reported failure "break" was confirmed.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4) housing was cracked with internal wiring protruding from the bottom right side of the unit. The hanger was bent as well. The hospital did not report any patient effects.